Event description:
As reported, the patient has a 23 mm sapien 3 valve in the pulmonic position. Approximately 4 years post implant the patient developed a gradient and the physicians were concerned that the valve had failed, and that the patient would need a thv in thv procedure. The team did a bav with a 24 mm atlas gold balloon today and the gradient was resolved. They felt that the first implant was under-expanded and that thv in thv was not required after the bav done today. The patient tolerated the procedure well and was sent to recovery with expectation of going home later today.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, the patient has a 23 mm sapien 3 valve in the pulmonic position. Approximately 4 years post implant the patient developed a gradient and the physicians were concerned that the valve had failed, and that the patient would need a thv in thv procedure. Prior to performing bav of the valve, the patient had been on 6 months of therapeutic anticoagulation, but they continued to have evidence of severe stenosis and moderate insufficiency of their pulmonary valve prosthesis, with progressive right ventricular dilation, low normal biventricular systolic function, and ongoing exercise intolerance, with ventricular bigamy noted in recovery. Therefore, the patient was put forward for a transcatheter pulmonary valve replacement. Pre-bav tte revealed moderate insufficiency with a mean gradient of 36.3mmhg. Cardiac MRI showed moderate pulmonary valve regurgitation, pulmonary valve stenosis, with a vmax greater than 4.5m/s. The team did a bav with a 24 mm atlas gold balloon today and the gradient was resolved. They felt that the first implant was under-expanded and that thv in thv was not required after the bav done today. The patient tolerated the procedure well and was sent to recovery with expectation of going home later today.

Manufacturer narrative:
The device was not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to valve regurgitation and increased gradient across the valve. During manufacturing of the sapien 3 transcatheter heart valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. It should be noted that the thv was implanted in the pulmonic position within pre-existing graft (conduit) for this case. The sapien 3 valve with the commander delivery system was only indicated for native aortic valve replacement and surgical bioprosthetic aortic or mitral valve replacement in the united states at the time of implant, as such, this this was an off-label case whereas the device is now approved for conduit or surgical bioprosthetic pulmonary valve replacement. The IFU was reviewed for relevant guidance for an s3 implant using a commander delivery system. Accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. Long-term durability has not been established for the thv. Regular medical follow-up is advised to evaluate thv performance. Potential risks associated with the overall procedure including potential access complications associated with standard cardiac catheterization, balloon valvuloplasty, the potential risks of conscious sedation and/or general anesthesia, and the use of angiography include exercise intolerance or weakness. Additional potential risks associated with the use of the valve, delivery system, and/or accessories include paravalvular or transvalvular leak and valve regurgitation. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The increased gradient across the valve and regurgitation were confirmed through medical reports. A review of the DHR, lot history, and complaint history provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. It should be noted that the thv was implanted in pulmonic position within pre-existing graft (conduit) for this case. The sapien 3 valve with the commander delivery system was only indicated for native aortic valve replacement and surgical bioprosthetic aortic or mitral valve replacement in united states at the time of implant, so it was off label. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''approximately 4 years post implant the patient developed a gradient'', and ''pre-bav tte revealed moderate insufficiency with a mean gradient of 36.3mmhg. Cardiac MRI showed moderate pulmonary valve regurgitation, pulmonary valve stenosis, with a vmax greater than 4.5m/s.'' If the gradient is elevated, it may indicate obstructed flow across the valve. An increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. An increase in pressure gradients across the valve may also result from sub-valvular stenosis due to narrowing or constriction of effective valve diameter (e.g. Thickened leaflets). Review of medical records confirmed that patient had pulmonary valve stenosis. As such, available information suggests that patient factors (stenosis) may have contributed to increased gradient; however, a definite root cause was unable to be determined at this time. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to calcification, non-calcific degeneration, cardiac remodeling, leaflet thickening or fibrosis, or a combination of these. Due to the limited information, a definitive root cause for the regurgitation was unable to be determined.